Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump and the pump battery was depleting quickly. There was no reported adverse impact to the customer's blood glucose level. A replacement pump was sent to resolve the issues.